Event description:
Complainant alleged that while analyzing the heart rhythm of a female patient, the device displayed an "analysis halted" message. Upon a second attempt to analyze the heart rhythm, the device displayed an "analysis halted" message. The analysis was successful on the third attempt and treatment was delivered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.